Event description:
It was reported that the patient¿s device that was implanted on the left side showed an ¿eos¿ (end of service) message on the patient programmer. It was noted that the battery was implanted in 2008 and was ¿already dead¿. It was reported that the stimulation on the left side didn¿t feel like the stimulation that was present on the right. It was stated that the stimulation on the left side was ¿inconsistent¿ and ¿weaker¿ than on the right side. It was noted that the patient was unable to communicate with the implantable neurostimulator (ins) on the left side. It was stated that it was getting to where ¿the machines¿ felt like they were right at the edge of both sides of the patient¿s vagina. It was noted that the patient sometimes thought the stimulation was on and sometimes thought it was off. It was reported that the stimulation was sometimes uncomfortable and ¿suddenly¿ painful. It was stated that it was getting to where ¿the machines¿ felt like they were right at the edge of both sides of the patient¿s vagina. It was noted that the ins never provided relief from her urgency symptoms and it never worked for the patient from the start. It was reported that the patient did ¿wet¿ her pants once. It was noted that the patient felt ¿weak¿ and ¿sick¿ at the time of the call. It was reported that the patient was still wearing depends at night, but she used to have to wear them all the time since implant. It was noted that the patient never adjusted her stimulation. It was reported that the patient had pain whenever she opened her legs. It was reported that the one of the patient programmer¿s batteries were corroded and the patient had to ¿take¿ all the corrosion out. It was further reported that the patient was still having concerns regarding their device/therapy but was working with their doctor/company representative. It was noted that they had an appointment on (B)(6) 2013 and surgery would take place on (B)(6) 2013. It was later reported that the surgery didn't take place and it was cancelled.

Manufacturer narrative:
Concomitant medical products: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v003112, implanted: (B)(6) 2006, product type: lead. Product ID: 3037, serial# (B)(4) implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-33, lot# v158838, implanted: (B)(6) 2008, product type: lead. Product ID: 3031a, serial# (B)(4) implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3037, serial# (B)(4) implanted: (B)(6) 2008, product type programmer, patient. Product ID: 3023, serial# (B)(4) implanted: (B)(6) 2006, product type implantable neurostimulator. (B)(4).